Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the fill tubing process the customer did not see insulin exit the infusion set tubing. The customer changed the infusion set tubing and was able to resume insulin delivery. Blood glucose level was impacted (300 mg/dl) and was addressed by delivering a bolus via the pump. Multiple attempts were made by tandem¿s technical support (cts) to obtain infusion set information; however, no additional information regarding this event was provided.